Manufacturer narrative:
The following device is also reported because it is unknown which of these cause the event: battery- (B)(4) catalog: 1650de exp date: 2017-02-28 mfg. Date: 2016-02-01. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the distributor that this patient heard beeping sounds coming from the controller without alarms being displayed on the controller screen. The site performed a controller exchange; however, this did not resolve the beeping. Log file analysis performed by the site identified one battery that may be causing switching events. The site exchanged the battery. There was no reported injury to the patient. No further information was provided.

Manufacturer narrative:
This report was previously incorrectly submitted as 3007042319-2010-03620. Per FDA request, this report is being electronically resubmitted with the correct report number 3007042319-2016-03620. H6: patient code(s): device code(s): 2900 method code(s): 3372 - 3317 - 3263 result code(s): 3213 conclusion code(s): 25 after further review of additional information received sections d4, g4, g7, h2, h3, h6 and h10 have been updated accordingly. The battery was returned for evaluation. The controller was not returned as it remains with the patient. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Analysis of the battery revealed that the device met specifications; the battery passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller ((B)(6)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. However, none of said switching events involved (B)(6). Momentary disconnections will results in an audible tone when power sources are reconnected. As a result, the most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer is investigating momentary disconnections between the controller and batteries. Device also reported for this event. Battery- (B)(6) UDI number: (B)(4); (B)(6), return date 11/16/2016. FDA method code:analysis of data log(s) c102867; FDA 3372, interoperability evaluation c91951; FDA 20, actual device evaluated c91896; FDA 10 FDA results code:no failure detected c92083; FDA 213, FDA conclusion code: no failure detected, operated within specification c91890; FDA 71 heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.